Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the starclose system was used in a calcified vessel. It should be noted that the starclose instructions for use (IFU), states, ¿do not deploy the clip in areas of calcified plaque.¿ it is undetermined if the IFU violation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. It is possible, the calcification prevented accurate placement of the vessel locator wings, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose device after an interventional femoral angioplasty procedure with a small-bore sheath. Reportedly after deployment, the clip was visible in the subcutaneous tract and removed with forceps uneventfully. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier - patient selection. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.